Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a orchidopexy procedure, in a first stage of stephen-fowler procedure, the component of the clip applier that appeared to be metal debris fell into the patient. The debris was washed out using suction irrigation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the returned photo depicts what appear to be dark spots on tissue. The instrument was received partially applied with six remaining clips. A small amount of lubricant observed on distal jaw cams, the amount was not deemed excessive. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after the full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jews from approximating. No abnormalities were observed. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.